Event description:
On 28/may/2024, fresenius became aware this unknown patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) reportedly experienced a suspected allergic reaction (characterized by a rash and swollen eyes/lips) to the optiflux dialyzer during hd therapy. It was reported the serious adverse events occurred during the patient¿s first hd treatment, after which the patient was transitioned to a baxter revaclear dialyzer. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, medication records, hospital records) were unsuccessful.

Manufacturer narrative:
Correction: g3 date received for initial MDR submission should have been 05/23/2024.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. As no lot number, catalog number, or clinic ID were provided by the complainant, an sap delivery search to identify the product delivered to the customer in the three months prior to the occurrence date could not be performed. As a result, a lot history and production record review could also not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
On 28/may/2024, fresenius became aware this unknown patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) reportedly experienced a suspected allergic reaction (characterized by a rash and swollen eyes/lips) to the optiflux dialyzer during hd therapy. It was reported the serious adverse events occurred during the patient¿s first hd treatment, after which the patient was transitioned to a baxter revaclear dialyzer. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, medication records, hospital records) were unsuccessful.

Event description:
On 28/may/2024, fresenius became aware this unknown patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) reportedly experienced a suspected allergic reaction (characterized by a rash and swollen eyes/lips) to the optiflux dialyzer during hd therapy. It was reported the serious adverse events occurred during the patient¿s first hd treatment, after which the patient was transitioned to a baxter revaclear dialyzer. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, medication records, hospital records) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing an unknown optiflux dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by a rash and swollen lips/eyes), which required the use of an alternative dialyzer (baxter revaclear). The definitive cause of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, since the patient transitioned to the baxter revaclear dialyzer, there has been no known return of symptoms. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the unknown optiflux dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect(s) was reported, the serious adverse events did occur while the patient was undergoing hd therapy utilizing an unknown optiflux dialyzer. Furthermore, given the patient¿s symptoms were indicative of a hypersensitivity/allergic reaction, the patient¿s favorable response to an alternative dialyzer (different sterilant), and no sample available for manufacturer evaluation, the unknown optiflux dialyzer cannot be excluded from having a probable causal or contributory role in the serious adverse events.